Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable a year ago following ect therapy. It is unknown if the ipg was placed in surgery mode. As such surgical intervention took place where the ipg was replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
B5-date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.